Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, causing the blade to pop out during cut testing. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Manufacturer narrative:
The reported blade whip was confirmed upon functional evaluation by a manufacturer service technician. A loose drive link on the blade mount base was identified, and is the probable cause of the reported blade whip.

Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, causing the blade to pop out during cut testing. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.